Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during routine device changeout for normal battery depletion (nbd), this pacemaker exhibited multiple three second pauses while the physician was using electrocautery. It was noted that the device was placed in a non-tracking mode prior to the procedure. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted electrocautery marks on the header. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. It was concluded that the three-second pauses were the result of the use of electrocautery during the replacement procedure.

Event description:
It was reported that during routine device changeout for normal battery depletion (nbd), this pacemaker exhibited multiple three second pauses while the physician was using electrocautery. It was noted that the device was placed in a non-tracking mode prior to the procedure. The device was explanted. No adverse patient effects were reported.